Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 275mg/dl. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem's technical support educated customer on cartridge/insulin labeling. Reportedly the customer had an alternate pump for insulin therapy.